Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient was treated with intra-venous cubicin (dose and frequency not reported). The cause of the peritonitis was a breach in aseptic technique. At the time of this report the patient had been readmitted to the hospital for recurrent peritonitis. The pd catheter was removed and the patient began hemodialysis. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.